Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was prepared, inserted into the patient, and then aspirated without issue. When the farawave catheter was advanced into the sheath aspiration was performed again, but air continued to be aspirated through the sheath and into the aspiration syringe. The catheter was removed from the sheath and reinserted, and the sheath handle was elevated during subsequent aspiration attempts, but the air ingress continued when the catheter was just inside the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. The sheath went through sterilization with a dilator still inserted. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. Air was continuously seen in the sheath shaft, and leaking was already observed near the side port. The device was examined on the microscope to locate the source of the leak path. Dissection of the handle cap revealed that the flush lumen was torn close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, the valves were inspected using microscopy. No significant damage or deformation was observed on the outer valve. However, it was noted that the inner valve was not sealing properly, which is likely due to the dilator being inserted in the sheath for an extended period of time during storage/shipping. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was prepared, inserted into the patient, and then aspirated without issue. When the farawave catheter was advanced into the sheath aspiration was performed again, but air continued to be aspirated through the sheath and into the aspiration syringe. The catheter was removed from the sheath and reinserted, and the sheath handle was elevated during subsequent aspiration attempts, but the air ingress continued when the catheter was just inside the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.